Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure may occur. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date on an unknown side. Patient alleges fever for at least two years and possible allergy to the hip prosthetic material. Patient is awaiting metal allergy test results to determine the need for revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient alleges fever for at least two years, possible allergy to the hip prosthetic material and pain. There has been no reported revision procedure to date.